Event description:
Customer reported experiencing occlusions but declined to troubleshoot the issue. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.